Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 04/21/2025 - 04/22/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from the y-site directly following the pump. The leak from the y-site was observed during medication (unspecified chemotherapy) infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.